Event description:
During removal of the sheaths from the package, one of the sheaths fell from the individual package. Apparently, the part of the package was not seal properly. The sterility was compromised. Naturally, the product was not clinically utilized and it will be returned for analysis. Neither the outer or inner shipping boxes were damaged or compromised and did not contribute to the product not being seal properly.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.